Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 560 mg/dl and the current blood glucose level was 532 mg/dl. The customer experienced symptoms such as nausea, hot, and sweaty. Customer was treated with bolus from the pump. The customer stated they were trying to remove the set from the body and the site started bleeding. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not receive medical treatment as a result of the site issue and the bleeding stopped. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.